Manufacturer narrative:
Concomitant medical products: 419388 lead was implanted on (B)(6) 2003, 7120 lead (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited potential under-sensing of p-waves. The ra lead remains in use. No patient complications have been reported as a result of this event.